Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Remote support from a member of the software team identified that no communication could be established between the uab and gmas, resulting in no motion. Field service installed a new uab with the same firmware which fixed the problem. The solution of replacing the uab while keeping uab firmware the same is evidence that this is a hardware failure. The exact root cause could not be identified as the problematic uab was not returned. As noted in the attached risk reconciliation form, the observed risk level is low and is equal to the anticipated risk level. Therefore, the overall risk of the system has been maintained as "low" an no further investigation is required.

Event description:
It was reported that while using the excelsus gps system, the case was aborted due to robotic error, and screws were then placed without robot.